Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 of implantable collamer lens of -7.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault.

Manufacturer narrative:
Additional information: b5: the exchange resolved the problem. The cause of the event was reported as user error and the device did not fail to perform. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).